Event description:
It was reported that during a cardiac ablation cryotherapy procedure, an alleged product issue involving balloon leakage occurred. The balloon catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 27132 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046 (stating that the system detected a compromised balloon indicating there was an outer vacuum leak). Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. In conclusion, the reported issue (balloon leak) was reproducible. The balloon catheter failed return inspection due to the outer balloon proximal bond was leaking and detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.